Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the x-ray detectable line detached from the gauze.

Manufacturer narrative:
The device history record (DHR) review did not indicate any exception that could lead to the reported incident. A picture was received for evaluation, no physical sample was returned. The picture shows an x-ray detectable thread next to a gauze. Without a physical sample, the root cause could not be confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for quality tracking and trending purposes.